Manufacturer narrative:
Internal report #(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID (B)(4).

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 80-105mg/dl fasting. Verified the strips expire 6/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory the 71mg/dl (B)(6) 2016 08:39:00 am fasting:yes, the 62mg/dl (B)(6) 2016 08:22:00 am fasting:yes, the 178mg/dl (B)(6) 2015 12:39:00 am fasting:no, the 122mg/dl (B)(6) 2015 11:14:00 am fasting:yes, the 95mg/dl (B)(6) 2015 09:02:00 am fasting:yes. Memory concerns:62mg/dl. Customer states the meter is reading low. Customer states her a1c was too high and that the meter is reading lower than what it truly is.